Event description:
It was reported a pericardial effusion occurred. A 27mm watchman flx laa closure device was implanted. After the release of the device, the patient was found to have a moderate sized pericardial effusion around the left and right ventricle and around the left atrial appendage. The physician decided to implant a patent foramen ovale (pfo) closure device through the septostomy, in case the effusion occurred during transseptal access. The patient remained stable through out the procedure. No other interventions were needed and the patient was noted to have fully recovered.